Event description:
A hospital reported that the base of their iw932jeu cosycot infant warmer had cracked.

Manufacturer narrative:
An initial investigation was carried out based on the event description and results of previous investigations, as the complaint device has not be returned for investigation. Results: the base of the cosycot had cracked possibly due to overloading. Conclusion: total weight of the device, including accessories and pt, can cause cracks in the plastic legs' base and damage to the base electric elevator mechanism.